Event description:
It was reported that since the patient¿s pump replacement on (B)(6) 2014, he had increased spasticity. On the date of this report, the health care provider (hcp) had the patient and family come in for a dosing increase and to check the pump to rule out any alarms. When the hcp interrogated the pump, he got an attention dialogue box showing a pump memory error (pme)/ drug infusion data invalid. The version software was noted to be (B)(6). The hcp had not checked for a volume discrepancy or performed any diagnostic testing. The hcp created a print report and sent it to the device manufacturer during the report. The report showed the pme and drug infusion data valid. The pump logs showed no alarm. The estimated eri (elective replacement indicator) was reading ¿?? Months¿. The hcp was later contacted again and was told to update the pump. The hcp increased the dose and then updated the pump. He then reinterrogated the pump and the pme and drug infusion data is invalid message cleared. The hcp also reportedly provided a copy of the final printout however both printouts provided, the first being when the pump was read on the report date at 11:38am had the pme and ¿drug infusion data is invalid¿ messages and the second printout from 12:05pm had both messages still as well as the ¿estimated eri ?? Months¿ still. It was lastly noted the patient had seen the surgeon since the replacement and there was ¿some imaging studies¿ that were done which the surgeon ¿thought looked okay¿. The device system was used to deliver baclofen. Three days later, additional information was received. It was reported again that the pme message occurred upon interrogation. No emi (electromagnetic interference) was noted to have been involved. It was reported the patient was now doing better with a dose increase made. No devices were to be returned.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8870, product type: software. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).